Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after removal of catheter a piece of the catheter remained in patients tissue, patient awaiting surgical removal with 2 bd venflon¿ IV cannula. The following information was provided by the initial reporter: an incident of catheter fracture, involving venflon g20. It was noted upon the removal of the cannula from the situ. The piece is still in the patient's tissue awaiting removal by the vascular surgeon.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-05 h.6. Investigation summary the samples were received by bd for evaluation. A quality engineer was able to review the returned (4) venflon 20ga from lot # 8361988 product # 391452 with the reported issue of ¿an incident of catheter fracture, involving venflon g20. It was noted upon the removal of the cannula from the situ. The piece is still in the patient's tissue awaiting removal by the vascular surgeon¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 8361988. The team has used the customer samples and retention samples of the lot number 8361988 for investigating the reported defect. The customer samples were tested for the needle bevel and ptfe tube in smart scope and was found to be within specification. The DHR of lot number 8361988 was reviewed and found to be within specification. The retention samples were also tested for the bluntness of the needle and found no bluntness or fracture of the catheter in any of the samples tested. The defect could not be duplicated or simulated on the customer return sample or in the retention samples of lot number 8361988. The defect could not be confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h.10.

Event description:
It was reported that after removal of catheter a piece of the catheter remained in patients tissue, patient awaiting surgical removal with 2 bd venflon¿ IV cannula. The following information was provided by the initial reporter: an incident of catheter fracture, involving venflon g20. It was noted upon the removal of the cannula from the situ. The piece is still in the patient's tissue awaiting removal by the vascular surgeon.